Manufacturer narrative:
H2: updates in patient information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h3/h6: the software analysis was completed. The analysis determined that the software was functioning as designed. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the manufacturer representative (rep) noticed that the thermal therapy system software¿s access-I connection connect button was grayed out and non-functional. Upon closing session in the software, new sessions could not be opened, nor sysconfig profiles could be chosen without getting session errors that it was busy. The system had been checked that morning per normal pre case checks. The laser ablation clinical specialist had reportedly had to use the maintenance tool to unlock and clear flags a couple of times to get the sysconfig profile to load and let him open a session. Following the morning connection checks performed as normal, a session opened, access-I connected, and all checks passed. Upon arriving to magnetic resonance imaging (MRI) with a patient four hours later, it was discovered in this non-functional state so troubleshooting began while MRI imaging was going on. Upon reboot, it was noted that there was suddenly 9.3gb of system partition memory available at 48% usage. The system was noted to be on software application 3.3.2, although originally thought to be on software application 3.4 as per documentation. To resolve, the visualase.rc file saved for the scanner had to be copied over from usr/local/visualase/etc/configs to be able to open the thermal therapy system configuration screen but could not open a session or connect. Next, the system partition had to be freed up as it was somehow sitting at 100% utilization. The slackware-packages.zip file was removed from the /root folder permanently and freed up over 2gb of space to proceed with the case. The entire process caused about a fifteen minute delay to the procedure while troubleshooting and mitigating. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m450001b022, version: 3.3.2, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.